Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the patient had a 300 mg/dl blood glucose with nausea and increased thirst and increased urination. The reporter alleged the pump had a call service alarm issue. During troubleshooting, customer support found no issue with the pump, and concluded this to be a training/misuse issue. This complaint is being reported because the patient experienced hyperglycemia.